Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm differs to the pt¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2011-05178. The pt received his scs system on (B)(6) 2011, with one paddle lead. It was reported that the pt was admitted to the hospital for a possible infection. The pt tested (B)(6). Both the ipg pocket and lead incision site were red and warm to the touch. Discharge was observed at the ipg site. The pt was also running a fever. As a result, the pt's system was explanted. The ipg was returned to sjm, but the paddle lead was not. The pt was treated with IV antibiotics. Attempts to gather add'l info were unsuccessful. No further info is available at this time.